Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. During the procedure, the needle popped off of the suture. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00787. The same patient is represented in each medwatch.